Event description:
Complainant alleged that the medics were responding to a call for a 42 year old male pt who had collapsed in sudden cardiac arrest while playing basketball. While the medics were transporting the pt to the hosp, the medics shocked the pt once at 200 joules, a second time at 300 joules, and a third time at 360 joules. The medics then administered epinephrine to the pt and shocked the pt a fourth time at 360 joules. At some point arcing occurred on the "front patch." The complainant was unsure as to the exact point in defibrillation that the arcing was observed. The pt was pronounced upon arrival at the hosp. The complainant indicated that subsequent to the pt's expiring it was learned that "the pt had an unknown cardiac history." The complainant indicated that the pt outcome was not as a result of the reported malfunction.

Manufacturer narrative:
The evaluation of the multi-function electrode determined that there had been a concentration of electrical energy in the outer fringe of the anterior electrode plate. This may be attributable to the high concentration of hair and particulate matter present on this electrode. This is contrary to the application instructions and could, in-fact, cause a result as identified as the complaint condition. Please reference the attached multi-function electrode insert.